Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under comp-(B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the device calculated an over-delivery of nitric oxide for 12 consecutive seconds. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, the device's proportional valve was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
During a routine service log review for a device located in (B)(6), a (B)(4) employee discovered that a delivery failure alarm had occurred due to a calculated over-delivery of nitric oxide gas. This service log finding meets the criteria of a reportable malfunction. There was no delivery failure alarm complaint or report of patient harm associated with this event.